Event description:
It was reported that during a cryoablation procedure the balloon catheter was difficult to insert into the sheath. After several attempts and some resistance, the balloon was passed through the sheath. The patient then experienced chest pain and an air embolism was confirmed. The physician waited for the patient to recover completely then finished the procedure. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: a clinical issue encountered during the case. Patient data files showed at least sixteen injections were performed with catheter 2af283 / 09589-66 on the date of the event without any system notices. Upon visual inspection of the catheter, results showed the device was intact with no apparent issues. The od of the balloon proximal bonding was within specification. The catheter passed the insertion test with the flexcath and showed the reported insertion difficulty was not reproducible; the arctic front catheter was inserted without difficulty several times. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. In conclusion, a clinical issue was encountered during the case. The reported insertion issue has not been confirmed through testing. The balloon catheter passed the inspection as per specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.